Event description:
The caller reported that the 8perc cuff would not inflate properly due to an air leak. Caller did not know if there was patient involvement, and did not have additional information about the claimed failure. At this time, required medical intervention (recannulation of a replacement tube) is not confirmed. No additional information provided.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for sample analysis.